Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016 the receiver had no audio output. It was reported that a pediatric patient was using an adult receiver. No additional event or patient information is available. The complaint device was returned for evaluation. The device was visually inspected and no defects were found. A manual test was performed and no sound was heard from the receiver. The reported event of no audio output was confirmed. The root cause was determined to be a defective speaker. Labeling indicates: the dexcom g4 system is not approved for use in children or adolescents, pregnant women or persons on dialysis.&#842;